Manufacturer narrative:
The pump has been returned to animas for evaluation; however, evaluation has not yet been complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4):the keypad was observed to be intact. The contrast and up arrow buttons were found to require multiple presses with excessive force to respond. The audio bolus button was also found to require excessive force to activate. The keypad and audio bolus buttons were removed and contamination was observed under the button contacts.